Manufacturer narrative:
(B)(4). Device / parts will not be returned for evaluation.

Event description:
It was reported per field service report: symptom - vacuum failure. Findings/action taken: replace drain valve. Software level: 2.21. Additional information received on 04feb2016 stated the pump alarmed "purge failure." The md used a spare device and informed the engineer. The engineer inspected the pump and confirmed drain valve malfunction. There was no reported patient death, injury, or complications. The patient outcome is listed as "well."

Manufacturer narrative:
(B)(4). Evaluation: no parts or recorder strips were returned to teleflex chelmsford for evaluation. A device history record (DHR) review was conducted for the intra-aortic balloon pump (iabp) and pneumatic control switch (pcs) assembly serial numbers and lot numbers with no relevant findings. The devices passed all manufacturing specifications prior to release. Conclusion: the report of "purge failure" is confirmed. The pump was checked by the engineer at the distributor. The drain valve of the pcs assembly malfunctioned and was replaced. The cause of the reported complaint could not be determined.

Event description:
It was reported per field service report: symptom - vacuum failure. Findings/action taken: replace drain valve. Software level: 2.21 additional information received on 04feb2016 stated the pump alarmed "purge failure." The md used a spare device and informed the engineer. The engineer inspected the pump and confirmed drain valve malfunction. There was no reported patient death, injury, or complications. The patient outcome is listed as "well."